Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting up, which could prevent the whole system from booting up. Upon functional testing, the customer informed the fse that the command reference monitor didn¿t turn on. The fse verified that the monitor was working. After onsite verification, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc was not booting up, which could prevent the whole system from booting up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.